Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer received item damaged and unable to use. There was no reported injury to the patient.

Manufacturer narrative:
The product was not returned for evaluation, instead, a photo was provided. A visual examination revealed that the original packaging was damaged. The visual examination confirmed the reported problem. We were unable to conclusively determine how or when this damage may have occurred. However, inappropriate handling may lead to a damaged packaging. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that the customer received item damaged and unable to use. There was no reported injury to the patient.